Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient was sitting in her car in a parking lot when she started to not feel good, and almost blacked out. When a fingerstick was taken the cgm was reading 65 mg/dl and the blood glucose reading was 37 mg/dl. The patient self-treated with a nasal glucagon spray (baqsimi). One hour after the self-treatment the patient felt well enough to refill her glucagon spray at the pharmacy. Later that day the cgm reading was 318 mg/dl, and the pump the patient uses gave an auto correction of 6 units of insulin. When the patient took a fingerstick the cgm reading was 318 mg/dl, and the blood glucose reading was 164 mg/dl. The patient did not report any symptoms from that time and did not report any further treatment was taken or needed but stated that she was anxious that night due to the inaccuracies. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.